Event description:
The customer contacted stryker to report that their device's keypad was inoperable. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The device's small keypad was replaced to resolve the reported issue. The main keypad was replaced as a preventative measure. The root cause was determined to be due to worn out carbon trace on the small keypad. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device's keypad was inoperable. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.